Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45 implantable pacing lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that this low-voltage right ventricular (rv) lead had a lead warning because of low impedance. The nurse will discuss this with the physician and will set up a full evaluation of the lead soon. The lead remains in use. No patient complications have been reported as a result of this event.